Event description:
It was reported that the ventilation suddenly stopped during use and the device alarmed with error code 40.2000. The device was replaced immediately. No injury consequence was reported.

Manufacturer narrative:
The affected device (manufactured in march 2012; not serviced by dräger) was analyzed by dräger technician. Based on the review of the error codes it could be verified that the device had performed a restart on the date of event due to an overaged and deeply discharged internal battery. The internal battery must be replaced every two years according to the service intervals. An overaged and deeply discharged internal battery will cause device restarts with device failure 40.2000 when in use with ac supply as the device periodically checks operation on internal battery for approximately 100ms. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilation suddenly stopped during use and the device alarmed with error code 40.2000. The device was replaced immediately. No injury consequence was reported.